Event description:
An error code was displayed and the holster was removed and the handheld holster was connected to the unit to confirm that the holster was the problem at the black cable connection.